Event description:
It was reported that the patient was in right ventricular (rv) failure following left ventricular assist device (lvad) implant on (B)(6) 2022. The patient had elevated creatine and liver function tests (lfts). A temporary right ventricular assist device (rvad) was placed on (B)(6) 2022 and the patient required high dose inotropic support. It was reported that the patient had right heart failure prior to lvad implant and there were no device related issues that would have caused or contributed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jul2022. No further information was provided. The manufacturer is closing the file on this event.